Manufacturer narrative:
(B)(4). Manufacturer's ref. No: pi1-vk4vlq it was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: smartablate¿ system rf generator, us catalog # m490007, serial # (B)(6). Product: smartablate¿ irrigation pump, us catalog # m490008, serial # (B)(6). Product: webster® cs catheter with ez steer¿ technology and auto ID, us catalog # bd710df282ct, lot # unknown (reported lot # is incomplete). Product: mobicath¿ bi-directional guiding sheath, us catalog # d-1400-10, lot # unknown. Concomitant medical products: product: brk-1 ((B)(4)), us catalog # unknown, lot # unknown. Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Evaluation codes: method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: device not returned. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool mart touch bi-directional navigation catheter and suffered a cardiac tamponade. The patient's medical history is unknown. During transseptal puncture, noticed patient's blood pressure dropped and confirmed a pericardial effusion by intracardiac echocardiography. Pericardiocentesis was performed and 120 cc of fluid were removed. The patient did not require hospitalization. The outcome of the adverse event is a full recovery. The physician's opinion regarding the cause of this adverse event is that this is procedure related. The needle used was a non bwi products (brk-1). The patient received anticoagulation and maintained during procedure in a range of 300-350 s.